Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that last night the patient became obtunded and was admitted to the hospital. The doctor at the hospital wanted to turn off the personal therapy manager (ptm). An attempt was made to contact the managing physician but had been unsuccessful in contacting him. The pump was delivering dilaudid. Specific patient symptoms, cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.